Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 523 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.